Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that insulin pump went off. Customer¿s current blood glucose was unknown. Customer performed troubleshoot for blank display but display did not return after restart. Insulin pump will be return for analysis.